Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. We cannot rule out the possibility that this event was caused by either intraoperative factors or related to postoperative management. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: 1. Important basic precautions. (3) when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture: fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent around the knee osteotomy (ako). The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws and filled the space created after the osteotomy with this product. The patient visited the surgeon about four months after the ako with a complaint of pain at the surgical site. The surgeon carried out re-operation as follows: removal of the residual artificial bone from the osteotomy site, debridement of the defect through curettage, and subsequent grafting with iliac bone. The surgeon was able to successfully refix the osteotomized bone with a bone plate and bone screws. A hinge fracture might have occurred during the ako procedure.